Event description:
Implant loss. On (B)(6), patient discussed a previous mouth infection / candida - took nystatin rinse mod severe peri-implant bone loss "46. Agreed to remove implant and do socket preservation. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).